Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 18g x 1.25 in catheter is defective / damaged. It was reported by customer that they are not able to use diffusics 18g catheters for cardiac scans at 6ml/sec at 325psi because they are immediately pressuring out. Texas health frisco CT department is not able to use diffusics 18g catheters for cardiac scans at 6ml/sec at 325psi because they are immediately pressuring out. The lot number is #2290249. We did a variety of tests including power injecting contrast over a trash can with diffusics with a competitor nfc, diffusics with no nfc, diffusics with max, diffusics xl with max, diffusics xl with no nfc, as well as a 20g diffusics. Their power injector was recently calibrated and their contrast tubing is rated for 400psi.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383594 and lot number 2290249. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.